Event description:
The patient was revised because of wear on the insert and the tray was grossly loose.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the warsaw and international complaint database did not reveal any other reports for manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear and device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.